Event description:
My tubal ligation I was told it was going to be a cut burn and tie tubal. Finding out two years later that my tubal was not as expected. The dr used filshie clips to do my tubal that I did not consent to, I was unaware for these past two years what my dr had done, now knowing the cause of my symptoms. Was informed of clips in my pelvic area that I was not aware of.